Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data the fse found that the cause of the discordant results, was due to a faulty pulse motor driver for reagent 1 pump which was replaced. The instrument is performing within specifications. No further evaluation of the device is needed.

Event description:
Multiple discordant advia 2400 results were obtained on several patient samples (which were reported to the physician(s)). The samples were repeated and corrected reports were generated. There were no reports of patient intervention or adverse health consequences due to the discordant results.